Event description:
Complainant alleged that during a routine shift check by a clinician the device would not allow the defibrillator to discharge. The complaint indicated that there was no patient involvement in the reported failure.